Event description:
The complaint involved a plum set. It was stated that the line b port snapped off, it happened on a filtered line and a non-filtered line. Chemotherapy was being administered/performed. Sample photos are available showing the product involved. There was unknown patient involvement, unknown delay in therapy, and unknown patient harmed.

Manufacturer narrative:
The device is not available and sample photos are available showing the product involved. The UDI is unknown as all product specific information was not provided.

Manufacturer narrative:
Received one (1) used. List #011-cl3520, 40" (102 cm) appx 5.3 ml admin set w/2 chemolock¿, 20 drop in-line drip chamber, bag hanger, drop-in chemolock¿ port; lot #14211833 connected to one (1) used partial. List #140019291, primary plum set and one (1) new. List #140019291, primary plum set for evaluation. As received the secondary port clave from a cassette was broken off and still attached to the chemolock. The used plum set that the port was broken off from was not returned. Stress marks and a rigid break were observed on the clave. No damage or other anomalies were observed. The complaint of broken b port can be confirmed on the one (1) used partial set due to the broken b-port. The probable cause is due to an unintentional bending force. The complaint of broken b-port could not be replicated or confirmed on the one (1) new set.

Manufacturer narrative:
Additional information received and corrected in this report in the following fields: b5. D1 brand name - 40" (102 cm) appx 5.3 ml admin set w/2 chemolock¿, 20 drop in-line drip chamber, bag hanger, drop-in chemolock¿ port. D3 manufacturing site. D4 & h4 - lot#, material#, expiration date. G4 - k131549. Investigation summary: received (1) photo showing broken b port, the shape of the deformation was angled where one sided is higher than the other, typical of a bend break. The reported complaint of a broken clave secondary port can be confirmed. The probable cause of the broken port is due to an unintentional bending force during use.

Event description:
The complaint involved a 40" (102 cm) appx 5.3 ml admin set w/2 chemolock¿, 20 drop in-line drip chamber, bag hanger, drop-in chemolock¿ port. It was stated that the line b port snapped off, it happened on a filtered line and a non-filtered line. Chemotherapy was being administered/performed. Sample photos are available showing the product involved. Additional information: additional sample photos were provided, showing two different products, an open pack of list number 011-cl3520 lot number 14211833 and a sealed plum set with list number 14001 lot number 14104055. It was stated that the lot number of the product involved is 14211833 with list number 011-cl3520.